Manufacturer narrative:
The user facility discarded the device subject of the event, therefore, the device will not be returned for evaluation. Without the returned device, a root cause could not be determined. The customer reported the suction pump in use during the procedure was a medap bora universal power 2080. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
The user facility discarded the device subject of the event. Therefore; the device will not be returned for evaluation. The device history record of the lot subject of the event was reviewed and no abnormalities were found. Medivators tested 30 samples of current inventory for lot number 548438 and no issues were noted. A 3-year complaint review indicates this to be an isolated event. Medivators has requested additional information from the customer regarding the reported event. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction resulting in a small hematoma. No further medical treatment was required. The procedure was completed successfully. No report of procedure delay.